Event description:
It was reported that an asymptomatic patient presented via merlin at home. The device was post-paced t-wave oversensing. Programming changes were made. Patient condition was excellent.

Manufacturer narrative:
.